Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). Event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) alarmed system too high. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) after on-site inspection determined that the drive valve group was faulty, and repairs were carried out after the spare parts arrived. The new spare parts arrived and were replaced, the performance test was normal, the alarm was eliminated, the test ran normally, and the equipment could be used normally.